Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed self test and it did pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.